Manufacturer narrative:
(B)(4). Batch #t92y94. Date of event is 2020. Event day and event month were not reported. Investigation summary: the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. The device was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressible force on the distal seal, however, no definitive root cause could be drawn. It is probable that the ingress of moisture affected hand piece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was received: did the generator display any error messages and if so what were they? No information. Did the device pass the pre-test? No information. Had the device been working and then stopped? No information. Did the patient experience any adverse consequences due to this issue? No information.

Event description:
It was reported that during an unknown procedure, the device was defective. Patient consequence was not reported. No additional information is available at this time.